Event description:
Pt had a superficial ulcer near their ankle, which was dressed with allevyn 4x4 foam dressing (pn 66927637). The pt developed a reaction, which was characterized by redness and swelling around the ulcer as well as through their ankle. Hives broke out all over pt's body and pt required ER assistance.